Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices. Log file analysis pertaining to (B)(6) revealed that the batteries (B)(6) discharged as expected when in use. Failure analysis of all four (4) returned batteries revealed that the devices passed visual inspection. Functional testing of (B)(6) revealed that the batteries capacity values were below the expected criteria. Furthermore, it was observed that all four batteries had exceeded their useful operating life of 500 charge and discharge cycles. This observation is likely related to the observed capacity not meeting the expected criteria and affecting the discharge time during use. Functional testing of (B)(6) revealed that the four (4) gas gauge light emitting diodes (leds) functioned as expected. Additionally, functional testing revealed that the battery flashed red on the battery charger due to a high max error. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause a battery to flash red when connected to a battery charger. It is likely the patient perceived the flashing red on the battery charger as the reported display error. Additionally, the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit. As a result, the reported display error event could not be confirmed, however, the reported power consumption and ¿red light in the charger¿ events were confirmed. The most likely root cause of the reported power consumption issue can be attributed to the batteries reaching the end of their operating life cycle. The most likely root cause of the battery flashing red on the battery charger can be attributed to a battery that is out of calibration. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the inability to reset the max error during testing has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices. Log file analysis pertaining to the controller revealed that three of the batteries discharged as expected when in use. Failure analysis of all four returned batteries revealed that the devices passed visual inspection. Functional testing for three of the batteries revealed that the batteries capacity values were below the expected criteria. Furthermore, it was observed that all four batteries had exceeded their useful operating life of 500 charge and discharge cycles. This observation is likely related to the observed capacity not meeting the expected criteria and affecting the discharge time during use. Functional testing of the fourth battery revealed that the four gas gauge light emitting diodes (leds) functioned as expected. Additionally, functional testing revealed that the battery flashed red on the battery charger due to a high max error. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause a battery to flash red when connected to a battery charger. It is likely the patient perceived the flashing red on the battery charger as the reported display error. Additionally, the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit. As a result, the reported display error event could not be confirmed, however, the reported power consumption and ¿red light in the charger¿ events were confirmed. The most likely root cause of the reported power consumption issue can be attributed to the batteries reaching the end of their operating life cycle. The most likely root cause of the battery flashing red on the battery charger can be attributed to a battery that is out of calibration. The most likely root cause of the inability to reset the max error during testing can be attributed to an esd event resulting in a fault of the integrated circuit that controls the battery. CAPA pr00519785 is investigating battery issues related to esd. Additional products: d1: battery d4: (B)(6) d9: return date: 24-march-2021 h3: yes dev yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 d1: battery d4: (B)(6) d9: return date: 24-march-2021 h3: yes dev yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 d1: battery d4: (B)(6) d9: return date: 24-march-2021 h3: yes dev yes h6: FDA method code(s): b01 h6: FDA results code(s): c13, c19, c0302 h6: FDA conclusion code(s): d06, d11, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system - battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial#: bat589629 UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 25-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial#: bat589618 UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 22-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial#: bat589627 UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 25-nov-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three batteries exhibited power consumption issue due to poor battery life. It was also reported that a fourth battery exhibited a display error and red light in the charger. The four batteries were removed from service. No patient complications have been reported as a result of this event.